Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2020-08022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with two implantable neurostimulators (ins¿s), both for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that almost a year ago, they started having issues with connecting to their implants using their remotes. It was noted that the patient does have two implants and they confirmed that they had two remotes. The patient reported that they tried checking the implants after they noticed that they had been having leaks again (almost a year ago.) The patient also reported that more than a year ago they noticed that both of their implants kept on turning off by themselves. The patient said that they have checked the devices when this has occurred and reported that the programmer indicated that stimulation was off so the patient stated that they would turn back on. During the call, the patient was not able to connect with or without the antenna to the left ins (with current antenna) and they were able to connect to the right ins without the antenna attached. The patient had a spare antenna and they were able to connect to the left ins when they used the spare antenna. A replacement form requesting 2 new replacement antennas was sent to repair and thus two antennas were sent out by repair to the patient for troubleshooting purposes. The patient also said that they had an appointment at their health care physician (hcp) office more than a year ago and that the manufacturer representative (rep) had reprogrammed their implants. The patient reported that their hcp had retired and that there was a new hcp at the clinic however they hadn't seen the new hcp yet. The patient was redirected to contact the hcp office to schedule an appointment to check the devices. There were no further complications reported.